Event description:
It was reported that the patient faced an event of hyperglycemia of 537 mg/dL treated by Correction injection via MDI on (b)(6) 2025.

Manufacturer narrative:
Initial 3 of 3.Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545, Manufacturing Site: 3003442380.